Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that a leak occurred 60-90 minutes after the start of a blood transfusion. The blood tubing was primed and connected to the patient¿s central line and properly secured. The unit of packed red cells was infused and near the end of the infusion, a leak was observed at the IV site. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of a leak at the IV site was not confirmed. Visual inspection showed blood at the male luer. Inspection under magnification showed no damages or anomalies with the male luer component. Functional testing and pressure testing showed no anomalies. The root cause of the customer¿s report could not be identified.

Event description:
The customer reported that a leak occurred 60-90 minutes after the start of a blood transfusion. The blood tubing was primed and connected to the patient¿s central line and properly secured. The unit of packed red cells was infused and near the end of the infusion, a leak was observed at the IV site. No patient harm was reported.